Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08880 inches. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 78 mg/dl at the time of the call. The customer used food and fruity drinks to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed /but did not resolve the issue. Customer reported getting no delivery alarms even after a set change. The customer received emergency medical assistance to bring down the high of 387 mg/dl on (B)(6) 2018. The customer had low battery alarms on both dates. The insulin pump will be returned for analysis.